Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2012 along with concurrent colpopexy and cystoscopy on (B)(6) 2012, anterior and posterior colporrhapy due to sui. It was reported that following insertion the patient experienced pain, urinary problems dyspareunia, neuromuscular problems and vaginal scarring.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2010 and mesh were implanted into the patient. No clarifying information is provided. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).